Event description:
It was reported that the insulin pump alarmed failed battery test so the customer changed the battery, but, the buttons of the device became unresponsive. The customer's blood glucose was 178 mg/dl. Troubleshooting was performed. At first the screen of the device went blank but after another battery change the insulin pump alarmed failed battery test again.. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No battery alarm could be verified due to the unresponsive button. No display anomaly was noted. The insulin pump was received with a severely scratched display window, a cracked reservoir tube lip and missing the end cap sticker.